Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Previously, the share log was downloaded and evaluated with no related errors observed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)/2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a premature eol alert but did confirm a failed transmitter. The root cause of the failed transmitter could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.